Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen of the external pulse generator(epg), was faulty and both ring and bail attachments on the back of the device were missing. There was no patient involvement.